Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high threshold and impedance were observed on the right ventricular (rv) lead. Diagnostic imaging confirmed the lead was dislodged. During lead revision, it was noted the left ventricular (lv) had dislodged. The lv and rv leads were explanted and replaced and the patient was in stable condition. Related manufacturer report number: 2938836-2017-31196.